Manufacturer narrative:
Vyaire file identification : (B)(4). The customer reported no matter what they tried new tanks and all external components were tried with no success. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported low oxygen concentration alarm on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.